Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that (B)(6)-year-old (B)(6) female patient underwent a breast augmentation primary with a saline mentor siltex round moderate profile 250cc breast implant and experienced deflation on the left breast implant. As a result, the patient had undergone explantation on (B)(6) 2018.

Manufacturer narrative:
On november 29, 2021, mentor became aware that patient also experienced left sided anisomastia. Reason for device explant and/or reoperation: anisomastia and deflation on november 30, 2021, the mentor failure analysis lab has received the device for evaluation. The investigation of the returned device was completed by the failure analysis lab on december 9, 2021. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sal siltex rnd diap pkg 250cc breast implant had a 0.3 cm tear within a crease/fold on the anterior view. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 12, 2022, mentor became aware that patient had an explantation on (B)(6) 2021. Manufacturer¿s reference number: (B)(4).